Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-june-2026, a clindex notification was received via email indicating that information from a clinical study (shoulder arthroplasty registry, iirr 00608) had been obtained. The report stated that the subject underwent left reverse total shoulder arthroplasty (rtsa) on (B)(6) 2024, during which a univers revers apex implant system was implanted, including a size 39 glenosphere with 4 mm lateral offset, a 3 mm combo humeral liner, a size 6 humeral spacer, an augmented baseplate (aug mgs 24¿20° +2 full wedge), a press-fit stem (size 12), a 20 mm post, and a size 36 suture cup, with humeral inclination of 135° and version of 30°. Medical chart review on (B)(6) 2026 identified that on (B)(6) 2026 (1 year, 5 months, 12 days post-op), the patient reported onset of atraumatic, constant dull shoulder pain beginning approximately three months prior, worsening at rest and with certain movements, and associated with mild weakness during overhead lifting. Imaging (x-ray) demonstrated loosening of the glenosphere. The patient was evaluated on (B)(6) 2026 and diagnosed with prosthetic joint loosening and pyogenic arthritis of the left shoulder (organism unspecified); aspiration attempt was unsuccessful, and no fluid was obtained for laboratory analysis. At a follow-up visit on (B)(6) 2026 (1 year, 6 months, 20 days post-op), the patient continued to report pain, and revision surgery was planned. On (B)(6) 2026, the patient underwent revision left reverse shoulder arthroplasty involving both humeral and glenoid components. Pre- and post-operative diagnoses were aseptic loosening of the glenoid component and proximal humerus. The healthcare professional (hcp) indicated that the event was unrelated to the implanted devices.